Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that an expired product used in procedure, only identified only when theatre team had completed end of procedure checks, consultant asked for second opinion. Second opinion was happy to leave the temporary lead intact as will be removed in 2 weeks. Patient was informed and was happy for the lead to stay intact for the 2 weeks. And (B)(6) hospital have completed their internal forms. The factors that may have led to this issue included human error. It was unknown if the issue resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep called technical services (ts) to gain our official recommendation of the situation. To which the rep was informed that sterility of the lead could not be guaranteed as it was past ubd and that it was the physician¿s choice what to do. Physician got a second opinion from another consultant and they agreed to leave the lead in, so long as the patient was happy to once informed (they were) and internal hospital forms were filled (they were). The issue occurred on thursday the (B)(6). All individuals who could have and should have noticed the expiry date of the basic evaluation lead have been informed of the incident and have been reflecting on the issue, to learn from this collective mistake and not allow this to happen again. As a manufacturer representative, whilst it isn¿t the primary responsibility to check expiry dates, they will endeavor to make this a habit in the future to provide an extra level of security to help avoid this happening again. Information above is provided by myself as I was present on this day. No further action or resolution can really be undertaken as there are already internal protocols at the hospital whereby scrub staff are to check expiries before anything is handed to them. I know they have been spoken to (they were spoken to on the day) and have learned from this error to be more diligent in the future. As mentioned above, I will also be aware and ensure to check expiry dates of all kit used when I am supporting cases.

Manufacturer narrative:
Continuation of d10: product ID 306006 lot# 60372174 product type screening device product ID 357506 lot# 60356805 product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.